Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 2 of 4. The baxter technical services representative (tsr) was unable to determine the cause of the alarm during troubleshooting. The tsr had the home patient (hp) close all of the clamps, cycle the power, and remove the cassette. The tsr advised the hp to start over with all new supplies or continue with manual bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.